Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level and had four no delivery alarms during manual prime. Customer¿s blood glucose level was 586mg/dl and he gave himself a manual bolus by syringe. The drive support cap appears normal. Customer was assisted with performing the high pressure test and result was no delivery. The test was repeated and again resulted into no delivery. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.